Event description:
Patient reported that, since switching to this device, she has been experiencing periodic high blood glucose (300-500 mg/dl). She would treat elevated blood glucose by delivering 3 times her normal bolus amount. No error message were generated by the device. Patient switched to her back-up device, and her blood glucose immediately decreased.